Manufacturer narrative:
(B)(4). Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime, compromised forced sensor system test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had motor error during a bolus delivery. Customer¿s blood glucose level was 290 mg/dl. Customer was able to complete rewind. Customer reported that the drive support cap appeared to be normal. Customer was advised to perform displacement test and manual prime test and both were successful. The device will not be returned for analysis.